Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2023, it was reported that patient's infusion set's tubing was detached from the infusion set, and blood glucose level was 10 mmol/l. The site location was patient's abdomen, with the pump laying on the bed. Moreover, the infusion had been used for couple of days. Reportedly, the infusions were stored near the bedroom. There was no stress or pull on the tubing and the pump was dropped with the set connected to patient's body. No further information available.